Manufacturer narrative:
(B)(4).

Event description:
New information received from the customer stating the surgery was completed. There was no patient harm.

Manufacturer narrative:
The customer reported that the system laser went out. The reported event occurred during surgery with no patient harm. The procedure was completed using the same system after a significant delay. The company service representative examined the system and was not able to replicate the reported event. However, system message (sm) - (laser controller shutter open between firing error. Laser functions will be disabled) was found in the event log. The laser core module was replaced as a preventative measure. The system was then tested and met all product specifications. The system was manufactured on july 22, 2011. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.(B)(4).

Event description:
A nurse reported that laser went out during the middle of the case. Patient impact is unknown. Additional information has been requested but none has been received.